Event description:
It was reported that the bard foley catheter caused the patient to bleed a bit. No additional information provided. No medical intervention was reported. Per follow up via phone on 18nov2021, stated that the foley catheter was too thick and caused some bleeding. Also stated that no medical intervention was needed and the patient was able to successfully drain the bladder and the customer was using a small size catheter now and had no further issues.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be incorrect dipping parameter. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the bard foley catheter caused the patient to bleed a bit. No additional information provided. No medical intervention was reported. Per follow up via phone on 18nov2021, stated that the foley catheter was too thick and caused some bleeding. Also stated that no medical intervention was needed and the patient was able to successfully drain the bladder and the customer was using a small size catheter now and had no further issues.